Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump functioned after plugging. The insulin pump was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify external ram error alarm, unexpected restart alarm due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that they received unexpected restart alarm after inserting a new a battery. The customer reported that there was a crack on the battery compartment. The customer also reported that they received an external ram error alarm. The customer's blood glucose was 223 mg/dl at the time of incident. The customer stated the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.